Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead exhibited impedance measurements greater than 2000 ohms. The field representative noted that the physician over torqued the helix when implanting the lead. Subsequently the lead was attempted, but not implanted. A new lead was successfully implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried body fluid past the helix up through the lumen and dried blood and body fluid in the helix housing. Visual inspection revealed cuts in the insulation from 171 to 174 cm from the terminal pin, which were attributed to the removal of the suture sleeve. Additional cuts in the insulation were also noted at 213 to 215 mm from the terminal pin. The helix was retracted and a stylet was returned in the lead. During testing the helix mechanism would not extend, which was determined to be due to the dried body fluid. Analysis confirmed the allegation that the physician over torqued the helix, however analysis was unable to confirm the allegation of high out of range impedance measurements as the lead was found to be electrically continuous.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.